Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four appropriate treatments, one which converted the arrhythmia to a slower rhythm, one which failed to convert the arrhythmia, and two which resulted in post shock asystole. The patient also received three inappropriate treatments. The device was started up at 14:03:44 on (B)(6) 2022. At 19:23:10, an arrhythmia was detected. ECG shows vf. At 19:23:45, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 19:24:10, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was vf. At 19:24:37, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 40 bpm with hb. At 19:25:03, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus rhythm @ 60 bpm with hb. At 19:25:03, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 50 bpm with pvc¿s. The post shock rhythm was nsvt. At 19:35:04, an arrhythmia was detected. ECG shows vf. At 19:36:46, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vf. At 19:37:08, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 19:37:45 on (B)(6) 2022.